Manufacturer narrative:
The reported complaint of all lights stay on and the lcd was blank on the autopulse platform (sn (B)(4)) and the driveshaft motor makes a ticking sound was confirmed during functional testing. The root cause of the reported complaint was a defective processor board, likely caused by a defective component. Upon visual inspection, the front enclosure was observed cracked. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristics of user mishandling such as a drop. The front enclosure was replaced to remedy the observed issue. During initial functional testing, the platform does power on but failed to boot up and made a clicking sound, thus confirming the reported complaint. To remedy the reported issue, the processor board was replaced. The lcd and the driveshaft were inspected and confirmed to be functional. Unable to recover data archive due to defective processor board. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During the shift check, upon powering on of the autopulse platform (sn (B)(4)), the customer noticed that all lights stay on and the lcd display was blank. In addition, the driveshaft was making a "ticking noise". No patient involvement.